Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during flushing of this pressure monitoring set with vamp, a saline leakage from the reservoir was observed, along with air entering this component. The connections were checked and two additional attempts were made with no success. The issue was solved replacing the device. There was no allegation of patient injury.